Event description:
It was reported to philips that the c arm movements for the allura device were unavailable. The device was inside clinical use at the time of the event. No patient harm was reported.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the customer was performing diagnosis and completed by moving the patient to another room. A philips field service engineer (fse) inspected the system onsite and identified that movements were unavailable because of c-arm was not turning. Upon functional testing, engineer found that poor connection of xmp card in ipc due to oxidation. The engineer cleaned and replugged the xmp card of ipc. After troubleshooting, the system was returned to use in good working order. The codes were updated based on the investigation outcome.